Event description:
It was reported that the head end was at the mid position and the foot end was at the second lowest position. With a patient on the cot the foot end then dropped to the ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.